Event description:
Our distributor in panama is reporting the error message below on their cool cap: "error in the system sensors" confirmation that nothing happened to the patient, simply that the device was not used when the error message appeared.

Manufacturer narrative:
Update (B)(6) 2020. Ref (B)(4). Investigation and findings: (B)(6) 2020 technical service followed up with the distributor to determine if the customer was going to send the device in for evaluation and repair. (B)(6) 2020 the customer confirmed they had decided not to return the device. Should the customer decide to have the device repaired, a new service request and complaint record would be created. There are no CAPA's related to this issue and no complaint trends have been identified. The device risk management file ra600150 rev n address the risk under risk ID a.300 with a severity of 3 (moderate) and a rating of medium. Service records for the past two years were reviewed, and no additional records were found related to this reported failure.

Event description:
Our distributor in panama is reporting the error message below on their cool cap: "error in the system sensors" confirmation that nothing happened to the patient, simply that the device was not used when the when the error message appeared.

Manufacturer narrative:
Investigation and findings: on (B)(6) 2020, the distributor reported a customer's cool cap device was returning an error in the system sensors. On (B)(6) 2020, technical service created a service request and requested the distributor to confirm if the error mess read "e97 system sensor failure " or not, to confirm the serial number of the device and to confirm of there was any patient death, injury, delay in treatment or environmental concern. On (B)(6) 2020 the natus sales representative forwarded the response from the distributor, who confirmed that nothing happened to the patient, simply that the device was not used with the customer when the error message appeared. A device history record review is not required, as the device was in service for more than two years and a manufacturing defect is unlikely to have caused the reported issue. The device has been requested to be sent to natus factory service for evaluation and repair. At this time, the device has not been received.

Manufacturer narrative:
Device has been requested to be sent to natus factory service for evaluation and repair. At this time, the device has not been received. Risk management file review (product and event): preliminarily, the device risk management file (B)(4) rev n address the risk under risk ID a.300 with a severity of 3 (moderate) and a rating of medium. This may change upon receipt and evaluation of the device by natus factory service. Service record review (if applicable): service records for the past two years were reviewed, and no additional records were found related to this reported failure. Justification for not providing below information and applicable sections: patient information - no patient injury occurred. Relevant tests / laboratory data - this section is not applicable, this information was not provided. Other relevant history, including preexisting medical conditions: this section is not applicable, this information was not provided. Lot - this section is not applicable as the medical device does not have a lot number. Expiration date (dd-mmm-yyyy) not available at the time of this report. Unique identifier (UDI) # not available at the time of this report. If implanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. Reprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Device available for evaluation: requested from customer. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device. F: for use by user facility / importer - not applicable as we are not a facility or importer of device. If ind, give protocol # - this section is not applicable as the medical device is not ind. Adverse event terms - this section is not applicable to medical devices. Device manufacture date (dd-mmm-yyyy) not available at the time of this report. If remedial action initiated , check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this section is not applicable as there was no action reported under 21usc 360i(f).

Event description:
Our distributor in (B)(4) is reporting the error message below on their cool cap: "error in the system sensors" confirmation that nothing happened to the patient, simply that the device was not used when the when the error message appeared.